Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint about high blood results. (B)(6) of (B)(6) states the customer received very high results, 479mg/dl than when compared to the results received during the initial use of 225mg/dl or less. The storage method, open vial date or expiration date could not be confirmed.

Manufacturer narrative:
(B)(4). No product yet returned.